Event description:
Discordant, falsely elevated results were obtained on two patient samples tested for high-density lipoprotein cholesterol (hdlc), alkaline phosphatase (alpi), total protein (tp), total bilirubin (tbil), alanine aminotransferase (alti), cholesterol (chol), triglycerides (trig), aspartate aminotransferase (ast), direct bilirubin (dbil), albumin (alb), carbon dioxide (co2), blood urea nitrogen (bun), glucose (glu), creatinine (crea), calcium (ca), sodium (na), potassium (k), and chloride (cl) on a dimension vista 1500 instrument. The customer stated that the samples were received in odd containers, and the customer transferred the samples into small sample cups. The samples were run on the instrument, and most of the results were flagged. The sample of patient (B)(6) was then repeated for na, k and cl on an alternate dimension vista instrument, resulting high and matching the initial results. The discordant results were reported the physician(s), who questioned them. The physician(s) facility redrew the patients and the results were in the normal range for the methods tested. The customer then repeated the samples on the two dimension vista instruments, resulting lower. The redraw results from the physician(s) facility were not provided. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and found several "aliquot probe clog detected" errors. Ccc recommended that the customer clean the aliquot probe tip and prime it. Prior to calling ccc, the customer performed a patient correlation between instruments which resulted as expected. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.